Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an unspecified error message was reported with the adc device and the customer was unable to obtain glucose readings for approximately three hours. The customer reported a severe hypoglycemic event, including a seizure, tongue biting, and musculoskeletal injury described as a ¿messed up back.¿ no contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.